Manufacturer narrative:
(B)(4).

Event description:
An unknown stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient was going to have an MRI to evaluate an endoleak. No additional information was obtained.